Event description:
Customer was moving gantry from outside the room with pt on the couch. Customer heard a loud noise and then there was no gantry motion. Gantry was around 300 degree when fsr arrived at the machine. The master link and offset link are on the motor gear at 270 degree. The gantry did not move after chain broke. The obi arms where in the park position. No injuries to the pt.

Manufacturer narrative:
The root cause of the broken half link is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.